Event description:
An aus device was implanted on 2/3/93. The cuff was revised on 8/23/93. The cuff and balloon were revised on 4/24/96. The cuff was removed from the patient and replaced on 9/16/97 due to urinary rentention-cuff too small.